Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad traces or unlocked keypad connector noted during testing. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarms. Customer stated the insulin pump had batteries not lasting all 7 days and some lasting only a day and a half. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.